Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sesr01, implantable pulse generator, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst commented that they performed destructive analysis and visual inspection of distal coil. Fracture was observed.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.